Event description:
In an abstract titled "rationale for limited surgical intervention in vertebral body fractures of the osteoporotic pt", the following was noted: leakage of cement in 41/208 pedicle screws. Direction of leakage anterior/lateral for 40, epidural for 1 case. Extrusion of cement in 3/52 cases during the kyphoplasty procedure. No additional info was reported. Note: the abstract did not specifically identify the type of pmma cement that was used during the procedures.

Manufacturer narrative:
Additional information was received via the adjudication minutes on 8/25/2010. Additional medical history included left carotid endarterectomy. The date of the event was (B)(6)2009. At that time, the patient collapsed at home and had a grand mal seizure. She was transported to the hospital where she was diagnosed via CT scan with diffuse subarachnoid hemorrhage. She was hypotensive with a blood pressure of 70/50mmhg and a heart rate of 63 beats per minute and was mechanically ventilated. She did not open her eyes to painful stimulus and had no spontaneous movements. Her glasgow coma scale was 3. The history and physical noted that the CT of the head showed diffuse subarachnoid hemorrhage and intraventricular hemorrhage, probably secondary to aneurysm. Norepinephrine and phenylephrine were initiated to titrate systolic blood pressure from 100 to 140mmhg systolic. A repeat head CT the following day showed a grade 4 fisher subarachnoid, intraventricular hemorrhage. There was partial decompression of the hydrocephalus following the extraventricular drain. There were bilateral scattered hypodensities in the centrum semiovale consistent with small vessel ischemic disease. Another CT was obtained five days after admission that revealed the right frontal ventricular shunt catheter had been removed with minimal improvement in the extensive intraventricular hemorrhage with the ventricles otherwise stable as was the remainder of the brain. It was decided to have the patient extubated, and soon after, the patient expired. No autopsy was performed.

Event description:
As reported via the (B) (6) registry, a pt expired due to a subarachnoid hemorrhage approximately 25 days after a precise stent was implanted in the ostium of her right internal carotid artery. Testing revealed diffuse subarachnoid hemorrhage in the basal cisterns, as well as intraventricular hemorrhage greater on the right than left. There was also dilation of the third ventricle with diffuse brain edema and effacement of the cerebral sulci. According to the investigator, the event was not related to cordis product. At the time of the index procedure, angiography revealed 90% stenosis in the ostium of her right internal carotid artery. The lesion was described as mildly calcified, ulcerated, and 10mm in length. The reference vessel was 6.0mm in diameter and mildly tortuous. An angioguard rx with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion with 10% residual stenosis. The angioguard device was retrieved and no debris was noted in the filter basket. Heparin had been administered during the index procedure. The pt was discharged the following day. Discharge medications included aspirin and clopidogrel.

Manufacturer narrative:
The stent was implanted and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented to issues during the manufacturing process that can be related to the reported complaint. Intracerebral hemorrhage has been reported as a complication of carotid angioplasty and stent placement and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Intracerebral hemorrhage most often results when chronic high blood pressure weakens a small artery, causing it to burst. In some older people, an abnormal protein called amyloid accumulates in arteries of the brain. This accumulation (called amyloid angiopathy) weakens the arteries and can cause hemorrhage. Less common causes include blood vessel abnormalities present at birth, injuries, tumors, inflammation of blood vessels (vasculitis), bleeding disorders, and use of anticoagulants in doses that are too high. Bleeding disorders and use of anticoagulants increase the risk of dying from an intracerebral hemorrhage. Review of the available info suggests that pt factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.